Event description:
An initial report from a physician's office stated that a vns pt had passed away. No cause of death was found in the pt's notes at this time. A search of the MFR's programming history database showed that on (B)(6) 2002, the pt was set to 1.75 ma/30 hz/500 microsec/5 min. This is approx six months before the pt expired, and diagnostics on this day showed proper device function with dcdc=2 and eos=no. Good faith attempts to gain more info surrounding the events have been unsuccessful to date.